Event description:
A medtronic rep reported the synergy 2.2 software on their nexstone s7 crashed during a cranial procedure. While they were in navigate, the software froze for approx 30 seconds, then crashed to a blue screen. They re-booted and had active navigation with the microscope. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt info not provided as per the site rep, the hosp declines to supply pt info when the pt is not harmed. H4: device MFR date not available at the time of this report. Software has not been evaluated as of the date of this report.